Event description:
During a laparoscopic hernia reapir the surgeon was firing the ems into coopers ligament. The handle seemed to break and the device did not release. The surgeon was using a lot of pressure to fire the device. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: yielded cartridge nose weld and cartridge tube crimp. Facility experienced an event with the endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971667. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, nose shroud cracked/broken, staples in the track, and trigger engaged with precock; yes. Functional tests & results: cycled instrument; no.